Event description:
It was reported that a bluetooth low energy (ble) telemetry anomaly occurred on the device in which the device was unable to be paired with the remote monitoring smartphone application. The patient is anticipated to be seen in-clinic to test ble telemetry, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.